Manufacturer narrative:
(B)(4).

Event description:
Patient has three endeavor stents previously implanted. Patient called and stated he was wondering what the composition of plaque is because his stents were blocked. Patient saw physician approximately 2 weeks ago after he had noticeable shortness of breath and chest pressure with exertion. Provider stated his stents were occluded, but does not plan to do any intervention as the patient is elderly and poses too big of risk. Pt is being managed with medication.